Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 25-dec-2019 from a healthcare professional (hcp) via a company representative who reported that the doctor was able to pull csf (cerebrospinal fluid) and dye was admitted into the cap (catheter access port) with proper flow. The cause of the patient being in the ICU (intensive care unit) with withdrawal symptoms was unknown. No additional information was available with regards to actions/interventions taken to resolve the reported event and it was unknown if the issue was resolved. It was noted that the device would not be explanted. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen dose and concentration not reported via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2019 it as reported that the patient was in the ICU (intensive care unit) with withdrawal symptoms. There were no noted environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the patient was scheduled for cap (catheter access port)/dye study for monday (B)(6) 2019. The actions and interventions taken to resolve the issue was unknown. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as unknown and no further complications were reported regarding the event.